Event description:
There was a defect in the "flower" shape of the farawave ablation catheter. The catheter was difficult to retrieve through the sheath but was removed and replaced with no harm to the patient. Manufacturer response for farawave ablation catheter, farawave ablation catheter (per site reporter). Mfg notified by site.